Event description:
It was reported that a patient presented in-clinic. Prior examination revealed a loss of bluetooth low energy (ble) telemetry noted on the patient's implantable cardioverter defibrillator, as the patient was unable to pair the device to the patient's mobile application. Corrective programming changes were made to successfully restore ble telemetry. No patient consequences were reported.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.